Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a comprehensive oral evaluation and review and was found to exhibit earl y signs of occlusal imbalance, root resorption in the upper premolars and increased gingival inflammation likely exacerbated by poor aligner fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.